Event description:
It was reported that during a hip prosthesis repair three packets exhibited suture fraying. The physician switched to another type of suture to complete the case. There were no adverse patient consequences reported.